Manufacturer narrative:
The reported event of lead noise was confirmed. A complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the external insulation abrasion and exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right ventricular (rv) lead exhibited noise. The rv lead was monitored until the physician elected to explant and replace it on (B)(6) 2026. The patient was in stable condition.